Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) and stated universal surgical manipulator (usm) 3 had a persistent recoverable error while setting up. Prior to calling, they restarted the system with no change. Logs indicate error 31085 on usm 3. Tse walked the customer through a hard power cycle on the patient side cart (psc) with no change. The customer needed all 4 usms for this procedure. The procedure was aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and 31085 error was found indicating a fault on the radio frequency identification device (rfid) failed to initialize on axis controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the rfid device and dallas pod were inspected, and no faults could be identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.